Event description:
A device was returned to a third party service center for routine maintenance. During the routine maintenance device malfunction were repaired. The maintenance report indicated black residue in tubing, blackened air side. There is no allegation of harm or serious injury. Medical intervention was not reported.